Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to charge the ipg for over three months as the charger was unable to communicate with the ipg due to patient weight gain. The physician explanted and replaced the ipg. Follow up revealed the patient is able to charge the ipg and therapy has been restored.